Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing and the left ventricular (lv) lead showed high capture threshold. Programming changes were made. The patient was in stable condition.